Event description:
It was reported that the pump was incorrectly alarming occlusion when filing the tubing with medication. Per reporter, the event occurred twice. There was no patient involvement. Evaluation of the returned device showed multiple instances of "high alarm displayed: downstream occlusion "alarm messages, and that the downstream occlusion sensor was not within calibration.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows multiple instances of, "high alarm displayed: downstream occlusion." Functional testing was performed and the cause was traced to the downstream occlusion (dso) sensor out of calibration. The dso sensor was recalibrated to address this issue.